Event description:
Additional information was received indicating that lead damage was suspected.

Event description:
It was reported that noise resulting in oversensing and loss of pacing was observed on the atrial lead. No intervention has been performed. The lead remains implanted and the patient is stable.